Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements exceeding 3000 ohms, resulting in signal artifact monitor (sam) and minute ventilation (mv) episodes. Additionally, the patient experienced a syncopal event due to noise oversensing, which led to pacing inhibition in the unipolar sensing configuration. The bipolar sensing configuration was also attempted; however, loss of capture (loc) was observed. Technical services (ts) indicated that an outer conductor fracture was suspected and recommended an rv lead revision. No additional adverse patient effects were reported. This rv lead remains in service.